Event description:
Information was received from a patient regarding an external device. The reason for call was that on friday they were trying to recharge the implanted neurostimulator (ins) and the ins wouldn't recharge as system problem m50 appeared; patient services (pss) understood that system problem rm05 appeared when the pt was trying to recharge the ins. Patient services specialist had the patient reset the controller. Pt noted that they reset the controller yesterday. Patient confirmed that there was no apparent damage to the recharger. Patient then unlocked the controller and stated that no device found appeared. Pss reviewed screen meaning with the pt. Pss had the pt initiate an ins recharging session and pt saw no device found appear again so pss had the pt tap recharge when connect the recharger displayed even though the recharger was connected. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt said that the ins had been working so they hadn't been seeing a hcp. Additional information was received from the patient. They reported that they were still encountering error codes/screens when trying to charge ins with replacement recharger. Pt said they started what agent understood to be passive recharge mode; pt said they were selecting 'recharge' after 'no device found' screen, but then would display 'replace controller batteries soon.' Pt was unable to remove battery from controller on their own, and their caretaker had left them. Agent found the previously documented li battery serial and model number from case where controller was replaced. Agent explained to pt they may have to charge the controller with replacement battery pack before attempting the passive recharge mode screens to charge ins again. Additional information was received from a patient (pt). It was reported that they are still unable to charge their implantable neurostimulator (ins) and that the ins does not increment when charging. Patient services (pss) reviewed information and referred back to their healthcare provider (hcp) for further troubleshooting. Pt requested to speak with a manufacturer representative (rep). Pss sent email to field for visibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial# (B)(6), product type: accessory; product ID: m995402a001, serial# (B)(6); product ID: 97745ac, serial# unknown, product type: accessory; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745nt, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the replacement controller and batter pack from this case, but issues persisted. Pt noted their controller was in a foreign language since most of last year and the controller wouldn't recharge. Agent had pt plug the controller into the wall without the battery pack but the screen wouldn't power on. Pt confirmed no damage to the controller port or ac power supply and they ac adapter had a green light. Pt noted they haven't had the ac power supply replaced yet. A replacement ac power supply was sent out.

Event description:
Additional information was received from the patient. Pt called back and repeated information from this case noting they continued to have issues and they already had all the equipment replaced and some of the equipment was replaced twice already. Pt noted they were in a nursing facility and their hand was paralyzed so they couldn't troubleshoot and they didn't have any assistance. Pt noted they wanted to meet with a rep. Agent reviewed role of rep and provided nas number and clarified that the hcp would have to call for a rep.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via patient letter. Patient confirmed it was determined that the cause of the problem was due to the charging system and controller. Replacing the defective parts with some programming resolved the issue. Patient confirmed their weight at time of event was 162 pounds.

Event description:
Additional information received from the patient. Pt called back stating that the device wouldn't work or charge; pt clarified and said that they couldn't recharge the ins. Pt said that this was a continued issue that had been trying to be resolved since about march. Pt said that manufacturer representative (rep) came out on tuesday to try to help, however the controller wasn't charged up so the rep couldn't help further. Pt said that the rep asked them to call patient services (ps) as they thought the issue was with the recharger. Pt noted that the rep would be coming back out to them on wednesday to try and help again. Pt said that they charged the controller and tried to recharge the ins, however it wasn't working. Pt said that when they try to recharge the ins, the equipment had a hard time finding the ins and the controller would say no device found. Pt said that the other thing the controller would say is connect the recharger and to reposition when the recharger was already connected. Pt had the aid read the equipment serial numbers to agent and check the equipment for damage. The aid saw no apparent damage to the equipment. Pt confirmed that the controller charged properly from the power supply; pt noted that they would see the controller light flashing green when charging the controller from the power supply. Pt said however that the controller didn't seem to hold a charge. Pt said that they had the controller charged fully several times before the rep came out, however the controller was dead when the rep arrived. Agent clarified this further with the pt and pt said that the controller was put away and wasn't being used. Agent reviewed with the pt that the controller battery would deplete even if the controller wasn't being used. Pt noted that it took a couple hours to recharge the controller last time; agent understood that this was normal as the controller battery was depleted when the pt started charging the controller. Pt mentioned that they were sent a new controller with a new battery and a replacement recharger. Agent reviewed recharger replacement with the pt. Caller stated that after pt charges their controller, a message displays that says "battery empty recharge the controller". Caller stated that pt is bed ridden in a nursing home and needs someone to help them with their equipment so they will be meeting with them for further troubleshooting. Caller requested all new equipment. Tss reviewed that pt has received several replacement rtm's in the recent past and the rtm would not impact the controller charging. Tss sent email to repair to replace the controller and battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) .implanted: explanted: product type accessory product ID m995402a001 lot# serial# (B)(6) .implanted: explanted: product type product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# nld127619n implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) .implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) .implanted: explanted: product type h3: analysis of the controller found replaced main board due to corrosion/liquid damage causing charging /connection issues. Replaced damaged front case. Screw holes stripped causing case separation. Replaced snap-dome due to replacing main board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6), product type accessory, product ID m995402a001, lot# serial# (B)(6), product ID 97745ac, lot# serial# unknown, product type accessory, product ID 97745, lot# serial# (B)(6), product type programmer, patient product ID 97755, lot# serial# (B)(6), product type recharger, product ID 97745nt, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and said they received the replacement ac power cord, but that did not resolve the issue with the controller screen not coming on. Pt confirmed the ac power cord's green light illuminated and had power, and the controller started with a green light that went steady, but they couldn't get the screen on; agent understood controller took charge but screen had issue. Pt confirmed they went through the reboot/reset steps with ac power cord on multiple outlets and still couldn't get controller screen to power on - controller did not power on when plugged into ac power without battery pack, nor with battery pack. Pt said they were very anxious to receive a replacement controller because they were in pain without use of stimulation. Agent confirmed to pt they should keep battery pack and call if they still have trouble after replacement controller. Agent closed case. Pt called back and repeated information from this case noted they had all their equipment replaced but still had issues and the controller was blank/unresponsive. Agent helped the pt perform a reset of the controller and plugged the controller into the wall w/o battery pack and confirmed screen powered on. Pt rep re-inserted battery pack and confirmed no green blinking light nor a green steady light. Agent helped the pt rep inspect the controller port, the controller battery pins, and the li battery pack contacts, but no visible damage was detected. Pt confirmed a green light on the ac adapter and they tried a different outlet. Pt was indeed using all the replacement equipment from this case, but was unsure if ac power supply was the replacement one. Agent sent email to repair for an ac power supply and if they still have issues recharging the controller to follow-up with their hcp.